Manufacturer narrative:
It was reported that the ventilator generated a technical error indicating an inspiratory flowmeter error. The ventilator was investigated on site by our field service engineer (fse). The inspiratory flowmeter was replaced, the machine worked fine and passed all tests. The provided device logs confirms the reported issue. The defected inspiratory flowmeter has been returned for further investigation. Simulated test use of the returned inspiratory flowmeter in a ventilator failed pre-use check (puc) with internal test. After the puc failure, the machine alarmed for inspiratory flow meter error and sensor error. The cause for the technical errors was the inspiratory flowmeter. However, the root cause for the inspiratory flowmeter could not be established in this investigation. If this fault happened it will generate alarms during start-up or during pre-use check. Pre-use check will detect this failure. During ventilation mode, it may lead to stop of ventilation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating an inspiratory flowmeter error. There was no patient harm. Manufacturer's ref.#: (B)(4).